Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, patient was at the park with her daughter when the patient started vomiting. The patients' dexcom reading was 68 mg/dl during the time, the insulin pump was adjusting the patient's insulin automatically, and when the patient got home her dexcom sensor failed. The patient took a manual bg which was 308 mg/dl. The patient decided to go to ER since she was not feeling well, the patients husband drove her to ER and upon arrival, the attending nurse checked the patients bg and was 206 mg/dl . The patient was treated with IV fluid and insulin shot, and later on was diagnosed dka after spending almost a day at the ER. The patient was transferred to in patient care where they monitored the patient. The patient was treated with potassium and insulin (route unspecified). The patient was discharged after 6-day stay. They checked her blood glucose after before leaving and it was 98 mg/dl. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.